Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side inter-capsular rupture confirmed via MRI and exchange of textured devices due to patient's concern with product. The device remains implanted.

Event description:
Healthcare provider reported a left side inter-capsular rupture confirmed via MRI and exchange of textured devices due to patient's concern with product. The device has been explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, three openings on the anterior and posterior side assessed as fold flaw opening and two opening on the anterior side assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observation: ¿ crease observed on the device. ¿ wear abrasion observed. No further actions are required as no issues with the manufacturing process are observed.